Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 493mg/dl and a manual injection was administered to address the bg level. Troubleshooting was performed and the customer did not observe drips of insulin exiting the infusion tubing during the load fill tubing sequence.. The customer declined to troubleshoot further in order to verify whether the infusion tubing or the cartridge was the issue, stating a complete supply change would be performed instead. The customer reported the pump would continue to be used for insulin therapy.